Event description:
Customer reported via phone call that the device alarmed a button error alarm, an unexpected restart alarm, and a signal too low alarm. Customer's blood glucose was 318 mg/dl. After troubleshooting, customer will not be returning the device for analysis.